Manufacturer narrative:
Investigation summary: 8 samples were received. Two photos were provided. They came in a bulk plastic bag. Visual inspection was performed. All of them have the barrel damaged right below the barrel flange. It is located at 1/8¿ from the flange. It could have happened a jam during the assembly process in one of conveyors that are holding the syringe from the barrel flange. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9324081 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of these batch #s. Root cause description: it could have happened a jam during the assembly process in one of conveyors that are holding the syringe from the barrel flange.

Event description:
It was reported that damaged syringes were found before use with a bd¿ syringe 20ml s/t bns. The following information was provided by the initial reporter, "while performing the incoming inspection on this batch, the inspector found that 8 out of 200 had damage to the syringe. This was noticeable throughout the shipment received." 8 occurrences were reported.